Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced a pericardial effusion. A pericardiocentisis was performed. The right atrial lead was repositioned successfully.